Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced tamponade and dyspnea as a result of cardiac perforation. The right atrial (ra) lead and the right ventricular (rv) lead were repositioned and remain in use. No further patient complications have been reported as a result of this event.